Event description:
Additional information received reported was reported regarding the issue from (B)(6) 2015. The patient had met with their manufacturer representative in (B)(6) 2015 and was told that their leads were going bad and their battery was getting very low. The manufacturer representative confirmed that they saw the patient on (B)(6) 2015 and checked the device. At that time, there was nothing wrong with the device and the patient wanted to upgrade their system. The last time the patient had felt stimulation was (B)(6) 2015. The patient was going to schedule an appointment with their health care provider (hcp).

Event description:
It was reported that the patient went to turn their implantable neurostimulator (ins) on but it was dead and not working. The patient first thought it was the batteries in their programmer but they replaced them and the issue did not resolve. The patient noticed these issues on the sunday prior to the report. The patient had also not felt stimulation since sunday. The patient used their programmer and all the lights were green on the back of the programmer. This indicated that the stimulation was on and the ins should be functioning but the patient didn¿t feel any stimulation. When the patient used the programmer the night prior to the report the yellow light was showing next to the ins battery. This indicated that the ins had been off at that time. During the report the ins was turned back on. The patient increased stimulation but still did not feel it. The last time the patient saw their doctor, the device was working. The patient did not use their device often and only used it when they had residual pain from a preexisting condition. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3888-33, lot# j0511633v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3888-33, lot# j0545162v, implanted: (B)(6) 2005, product type: lead. (B)(4).